Manufacturer narrative:
The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. This includes non-conformances, rework, labeling, process controls and any other occurrence in production potentially related to the complaint. There was one deviation notice and one non-conformance noted on the lot; however, there was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that an external dialyzer blood leak occurred during hemodialysis (hd) treatment. The blood was noted to be leaking from the bottom of the dialyzer, where the header/end-cap meets the body of the device. No dialyzer damage was visible. The machine did not alarm. Blood test strips were not used. The blood within the extracorporeal circuit was not returned. The patient's estimated blood loss (ebl) was noted as being approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.